Manufacturer narrative:
The device has been received and is pending evaluation.

Event description:
It was reported that during endoscopic sinus surgery smoke emitted from the blade during a procedure. The blade was inspected and it was found that the part of curve was burnt black and discolored. It seemed irrigation was stopped during the procedure, but continuously used. There was no impact for the patient.

Manufacturer narrative:
Condition upon receipt: 1 un-sealed sample, part number 1883070hs, from lot number 0209910704 received; there was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide]. Equipment used: microscope (zeiss stemi 2000c between 0, 65 to 5, 0 magnification settings), ir thermometer, and an ipc console in conjunction with an m4 handpiece. Evaluation: the inner cutter assembly turned freely by hand. Visual analysis observed discoloration of the outer tube radius. There were no other damage or anomalies observed. The instructions for use warns ¿do not use burs above the speed indicated on the bur label.¿ the recommended speed on the label is less than 12,000 rpm. The bur was functionally tested at 12,000 rpm for one minute without smoking; the maximum temperature without load was 73 degrees fahrenheit; the maximum temperature under load was 76 degrees fahrenheit. Based on the analysis findings the discoloration is likely the result of using the bur at a speed higher than the recommended 12,000 rpm (rotations per minute). (B)(4).